Event description:
It was reported that the 9800 system experienced a shut down in the middle of fluoroing. Advised that the system currently will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and lemo receptacle. The system was tested and found to be working as intended and placed back into service.